Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider opened the compressor, cleaned the water trap filters and the air intake filter, set the water trap o-ring properly and the compressor and ventilator worked properly.

Event description:
It was reported that the ventilator had an air supply loss alarm because the compressor pressure was not building up. Although requested, information regarding patient involvement was not provided.

Manufacturer narrative:
(B)(4). Additional information was received on december 22, 2016. There was no patient involvement at the time of the reported condition. The reported issue occurred during set-up. The ventilator has been returned to use.

Event description:
There was no patient involvement at the time of the reported condition. The reported issue occurred during set-up.